Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, after what was described as a perfect tracing pattern on an ideal 3d model. The surgeon alleged an inaccuracy of a few millimeters. Specific measurement was not provided. After registration, the probe was shown floating off of the tip of the nose. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide the patient identifier and weight. A medtronic representative, following-up at the site, reported the surgeon was 2 millimeters inaccurate when checking on the tip of the nose and did not allege an inaccuracy in any other area of the anatomy during the procedure. Three different instruments were used with no reported issues. The site circulating nurse in the room would not allow the medtronic representative to obtain a photo of the tracer pattern used in the procedure. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.